Manufacturer narrative:
Pt info requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the angio-seal evolution deployment, the device failed to deploy.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. Device code: 114 operational problem identified: is based off the provided photograph of the actual sample. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. However a photograph of the actual sample was provided. Visual inspection of the photograph revealed that all resorbables remained within the sheath during the attempt to deploy. The colored bands were not exposed on the carrier tube assembly and the anchor was exposed with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on october 25, 2018. The case was a gi bleed and they were able to maintain access in order to deliver a second angio-seal evolution successfully to finish the case. Additional information was received on november 2, 2018. The anatomy was unremarkable. There was good sheath access they removed the wire and arteriotomy locator. The angio-seal was inserted and was advanced till it stopped. When the device was pulled back expecting a click and to lock in place, the device came back out in one piece. They opened a new device and using the same sheath, since access was maintained, was able to deliver the device and close successfully.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section.